Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device is disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a prefyx sling system was used during a sling procedure on (B)(6) 2009. According to the complainant, the patient developed pain and tenderness in the fornix for years. During intercourse, her partner could feel sling, and vaginal tissue split during intercourse/penetration. The physician found the sling tunneled through the tissue and excised 3 cm of mesh from both sides of the urethra on (B)(6) 2016. The patient is now reported to be stable.